Event description:
Reporter alleged the obtaining a blood glucose result of lo (less than 10 mg/dl) immediately after an undosed test strip was placed in the meter on the active s system. No actions were reported taken or treatments received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.